Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an alarm occlusion. The customer's blood glucose (bg) levels was 181 mg/dl correction bolus via the pump was delivered to address the bg levels. Troubleshooting with tandem customer technical services determined the pump functioned as intended. The customer reported would change out the site.